Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. UDI: unknown.

Event description:
It was reported that the consumer experienced side effects consistent with a skin allergic reaction after using unknown bd¿ pen needle, and other needles. Her doctor is unsure if the reaction is from the medication or the administration device. She treated the itching and swelling at the needle stick site with topical benadryl.

Manufacturer narrative:
Results: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
Additional information: bd has received customer samples. After reviewing the samples received, the correct catalog number and lot number has been updated. (B)(4).